Event description:
Boston scientific received information that this right ventricular (rv) lead had pulled back into the atrium. The dislodgement caused oversensing on the lead and subsequent delivery of inappropriate shock therapy. A physician temporarily reprogrammed the device to monitor only. Subsequently, an invasive procedure was performed. The lead was successfully repositioned into the rv apex. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.